Manufacturer narrative:
(B)(4) - a review was performed by the post market clinical department of the treatment data provided. A large intra-peritoneal drain volume occurred in drain 3 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called during treatment and stated he felt pain and felt like there was a balloon in her peritoneum. The patient was advised to begin a stat drain and ended up draining out 4392ml. During review of this peritoneal dialysis (pd) patient's reported treatment history, it was revealed there was an incident of increased intra-peritoneal volume (iipv) on (B)(6) 2016. The patient reported pain and was draining slowly and performed a stat drain during cycle 3: drain 0: 0ml fill 1: 1503ml drain 1: 1521ml fill 2: 1063ml the reported stat drain volume of 4392ml was 293% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
The cycler was returned for evaluation. Exterior visual inspection showed no signs of physical damage. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The valve actuation test, system air leak test, voltage check and patient sensor calibration check passed. The temperature cal @ ambient temp, temp test passed. The load cell value and verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. There were no reported device malfunctions that would have caused the reported event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.